Event description:
Customer's mother called stating her daughter went into the swimming pool with her insulin pump on. The device can be rewound, but the buttons are unresponsive. Customer's blood glucose is 109 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube and cracked reservoir window were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. Moisture damage was noted on the electronic assembly.